Event description:
It was reported that customer was getting a temp limit error message while mapping and the basil rate of 2ml. They removed the catheter from the pt and flushed with 60cc/min and noticed 'non-clotted blood expelled from the tip of the catheter'. There were no pt complication. The catheter was also leaking at the handle."

Manufacturer narrative:
Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.